Event description:
It was reported during surgery for total hip replacement, when the surgeon inserted cancellous screws into the screw holes on the secure fit shell, the tip of screw driver was broken and remained in the patient.